Event description:
Ous MDR - after an implantation period of approximately 78 months, a alternating pacing impedance of the right atrial lead was found. The lead was replaced and returned for analysis. There was no deterioration in the health of the patient reported.

Manufacturer narrative:
In the returned state, the lead was cut apart about 47 cm proximal of the tip electrode. Only a distal fragment, but without tip electrode, was available for analysis. The proximal fragment, including the is-1 connector, was missing for an analysis. During the analysis of the returned fragment, the inner conductor helix of which had been stretched to about 59 cm, it was noted that the insulation of the lead body was massively damaged by squashing about 2 cm proximal of the tip electrode. This damage manifestation can with high probability be considered the cause of the change in impedance complained about. The observed damage manifestation requires excessive pressure on the lead body. The characteristics of the damaged structure of the lead body (squashing) leads to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors.